Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis.

Event description:
It was reported that during central processing, the small grasping retractor had a frayed cable. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was unable to obtain additional information. The reporter could not confirm when the issue occurred, and patient demographic information is not available.